Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt, implanted in 2001, began to hear noises in (B)(6) 2013. A couple of days later, the pt began to feel pain around the implant area, with and w/o the audio processor. The pt also felt pain during testing and cannot wear her processor, even with a very low volume.